Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead had insulation damage and exhibited noise oversensing which led to pacing. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.